Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to infection and extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. The concerned device has not been received for investigation yet.

Event description:
The recipient developed a skin infection 2 months after implantation, that led to contamination of the implant and extrusion of the device. The recipient has been explanted.

Event description:
The recipient developed a skin infection 2 months after implantation, that led to contamination of the implant and extrusion of the device. Bacterial culture performed showed staphylococcus aureus. The recipient has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to infection and extrusion of the device through the skin. Review of the device's sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The recipient developed a skin infection 2 months after implantation, that led to contamination of the implant and extrusion of the device. The device was explanted on (B)(6) 2025. The user was re-implanted with a new device in (B)(6) 2025.